Event description:
Surgeon clamped/cut the bowel with echelon flex 45 (long articulating endoscopic linear cutter) then removed the stapler. Upon trying to change loads the stapler would not open. A new stapler was obtained.